Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "the pump completely failed". Pump is currently out of warranty. Tandem technical support made multiple follow up attempts, the customer was unable to provide additional information on how the pump failed.